Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (provide narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. There were medical records provided for evaluation. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the valve stenosis that resulted in the valve being explanted was confirmed based on the provided medical records. The available information suggests patient factors (hyperlipidemia and diabetes) likely contributed to the event as it was reported in the medical records that the patient had a medical history of hypercholesterolemia and diabetes. Per the medical records, the aortic valve area (ava) measurement was 0.6 cm2. Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding which can contribute to increased gradients or stenosis. Factors such as but not limited to renal failure, patients undergoing hemodialysis/renal replacement therapy, hypercholesterolemia, hyperlipidemia, and/or diabetes mellitus can further contribute to atherosclerosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by edwards implant patient registry (ipr), approximately 4 years 9 months post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 valve, the valve was explanted, and a surgical valve was implanted. Subsequently, additional information was received via medical records revealing the 26 mm sapien 3 valve was explanted due to severe symptomatic bioprosthetic aortic stenosis. It was noted on the echocardiogram performed approximately 4 years 8 months 14 days post tavr procedure that the aortic valve area velocity-time integral (ava vti) was 0.6 cm2, the aortic transvalvular peak gradient was 111 mmhg and the aortic transvalvular mean gradient was 70 mmhg. Initially, the plan was to have the patient undergo a tavr in tavr procedure, but during the workup evaluation, it was noted that the coronary artery ostia were too low for a tavr in tavr procedure. As a result, a decision was made to perform a re-do aortic valve replacement, explant the 26 mm sapien 3 valve and perform an aortic annular enlargement with a bovine patch aortoplasty. These were completed and then a new 23 mm surgical valve was successfully implanted. It was noted that the patient had also undergone a complex left atrial maze procedure with a non-edwards clamp and occlusion of the left atrial appendage with a non-edwards occlusion device.

Manufacturer narrative:
The investigation is ongoing.